Event description:
It was reported that the customer's button on their insulin pump were not responding. The customer's blood glucose was 122 mg/dl. The customer stated the first keypad issue occurred three months prior. The customer stated that they changed the battery, but the buttons were still unresponsive. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.